Event description:
Packaging issue: it was reported that during a laparoscopic nephrectomy procedure, upon insertion of the device, the surgeon noticed a foreign object in the patient's abdomen. The surgeon removed the object and upon further review realized it was a rolled piece of paper approx 2cm by 2cm. It was then set to pathology where nothing further was discovered. The patient had no prior surgeries. The case completed with another device of the same product code. There was no patient consequence.